Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement. Device powered up properly after battery installation. No blank display noted during testing. Device received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had flashing or solid white display. Customer's blood glucose level was 110 mg/dl. Customer reported that the insulin pump was not dropped, bumped. The insulin pump will be returned for analysis.